Event description:
The article "device closure of atrial septal defects with the amplatzer septal occluder: safety and outcome in infants" reported the following adverse event(s): these included transient arrhythmias in 2 patients and blood loss during access requiring blood transfusion in 1 patient.